Event description:
A pt underwent inguinal hernia repair. Following removal of the gauze bite-block, the pt must have been lighter than expected and clamped down on the lma. The lma was deflated and removed within seconds, with bloody foamy secretions noted upon removal. Hemorrhagic pulmonary edema was diagnosed as a result of the obstruction. The pt was initially treated with 100% o2 via facemask, but was not oxygenating adequately, so he was then intubated, treated with muscle relaxants, morphine, diuretics, high f1o2 and c-pap. The pt showed dramatic improvement by 6 hours after the event, and was extubated at the time. Pt was observed overnight in the step-down ICU and discharged the following day, with resolution of all symptoms. The pt returned for folllow-up pulmonary function tests 2 weeks after the event, a deficit of diffusion capacity was noted. The physician stated that deficit may take longer to completely resolve. The pt has been asymptomatic, and declined further follow-up pulmonary testing. No further info is expected.